Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) contacted them and they scheduled a meeting at the healthcare provider (hcp)'s office on 3/12. Rep reported that the cause of the pt's back hurting and the tingling issues were due to overstimulation. Rep reprogrammed the pt's device and addressed the pt's desired therapeutic goals with a new baseline targeting the prescribed therapy location. The issue has been resolved and the information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was last month more in january than february the pt noticed their ins was not working and their back was bothering them so about a month ago they called their rep who had the pt changed from group a since it was not working since their left leg was tingling when it was not supposed to so they changed to group b to where they felt it working. Now las of last night their right leg tingled when they moved a certain way. Last night went to see if tingled and did not feel a tingle; pt sat down and put tried to put on the tingles since their back was hurting but it was not working. Their right leg was tingling off and on. Pt was implanted with a device on september 3rd of last year. Pt mentioned they spoke to a rep last time and did not have their card, pt noted they have already been programmed twice with the device. The patient was redirected to their healthcare provider to further address the issue. Pt was transferred to registration to get registered. See general text for omitted information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.